Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was unable to load the cartridge as the "load" on the touchscreen was "greyed out". There was no reported impact to blood glucose. Customer reverted to using insulin pens for insulin therapy.